Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at hq. Reportedly there was an electrode dislocation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an electrode dislocation. This is a final report.

Event description:
The explanted device was received at hq. Reportedly there was an electrode dislocation.